Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one instinct final driver was returned from a hospital with the tip fractured off; the tip was not returned. The specific surgical or patient information is unknown.

Event description:
It was reported that one instinct final driver was returned from a hospital with the tip fractured off; the tip was not returned. The specific surgical or patient information is unknown.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tip is fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces exerted on the device during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.